Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having difficulties with sensor. Customer was new to insulin pump therapy. Customer reported to have received excessive "calibration not accepted" alarms and then received "change sensor" alarm. Customer's blood glucose was 185 mg/dl. Customer was advised to change site and it was found that sensor was little bent. Customer also reported to have been hospitalized four times due to low blood glucose. Customer was not sure about all dates but reported to have been hospitalized on (B)(6) 2013. Customer reported that on (B)(6) 2013, blood glucose was low and treated with glucose tablets but low blood glucose persisted at 41 mg/dl. Customer was taken to the hospital via ambulance. Customer was hospitalized with blood glucose of 23 mg/dl. Customer was hospitalized due to hypoglycemia. Customer was wearing insulin pump at the time of hospitalization.